Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure a pericardial effusion occurred. At the end of the procedure while ablating the mitral isthmus in the left atrium a steam pop occurred. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. A few days later a cerebrovascular accident occurred, which resulted in hemiparesis. The patient's current status is unchanged.